Event description:
It was reported that 6936 lead had an apparent insulation breach after the pocket was opened and high thresholds. The lead was capped and replaced. During implant of a new right ventricular lead, the new lead's helix would not deploy after approximately 4 repositionings. A different right ventricular lead was used. It was also reported an left ventricular lead was difficult to place due to patient's anatomy. A different left ventricular lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Primary analysis revealed no anomalies. (B)(4): the full lead was returned for analysis. Primary analysis revealed that the helix disengaged from helical channel. Additionally blood/body fluid noted on distal conductor (not obstructed), the helix mechanism, and the helix sleevehead. A tip seal observation was also noted.